Event description:
In 2006 the lay patient contacted lifescan alleging that her one touch ultra smart meter was reading inaccurately high. The patient called the medical affairs specialist (mas) after receiving a letter from the mas. The mas spoke with the patient and obtained the following information. The patient uses an insulin pump, tests with her meter 4 times a day, and takes humalog insulin via the pump based on her mealtime and bedtime blood glucose readings and her food intake. In 12/2005 at dinnertine the patient obtained a result of 278mg/dl on the reported meter while feeling hungry and having blurred vision. She stated these are typical low blood glucose symptoms for her. However, she did not question the meter reading and took humalog insulin based on the meter readings. At about 10:30pm the patient passed out. Her husband gave her a tube of oral glucose gel and immediately tested her with the reported meter; the result was 184. The hubband called emt. Within 50 minutes a result of 62mg/dl was obtained on the emt meter and the patient had regained consciousness. The patient was taken to the hospital where a result of 124mg/dl of 124mg/dl was obtained on the hospital device. The patient was given guice to drink and released to home. The customer service agent (csa) confirmed that the patient was using correct testing technique, the test strips were in date and had been stored correctly, and the code on the meter matched the test strip code. A control solution test was not performed because the patient did not have control solution. The meter, test strips, and control solution were replaced. In january 2006, the patient told mas she had received the replacement products. The mas walked the patient through a control solution test using the reported meter and test strips, the result of 111mg/dl fell within the specified control solution range of 99 to 134 mg/dl. The complaint is reported as an adverse event because, though a passing control solution test was obtained in jan.2006, the meter reading did not correlate with the patient's symptoms of hypoglycemia or the emt meter result in dec. 2005. The meter may have read erroneously high with the prior result of 278 mg/dl. Leading to the patient taking an inappropriately high dose of insulin and contributing to her experiencing hypoglycemia and medical intervention.